Event description:
It was reported that the customer experienced a blood glucose (BG) level that was displayed as "Low", although specific value was not provided. Customer addressed low BG by consuming carbohydrates. Suspected cause was due to the customer¿s personal profile requiring adjustments. Reportedly, customer said they "might not make adjustments they just wanted to know where to go to make setting changes".

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.